Event description:
My 9 year old son as type one diabetes and uses the dexcom g7 and I track his glucose levels using the dexcom follow app. My son does not wake up when he has hypoglycemic episodes, so it is critical that I receive notification when his glucose levels are low via the dexcom follow app. Repeatedly over the past week or so the settings on my dexcom follow app have changed from a very loud, very long alarm (to wake me up while I'm sleeping) to a single, not loud, beep. While this did not result in an injury to my son, it is dangerous. I am part of a couple of t1d groups on facebook and in connecting with other parents, this issue is not isolated to me but rather at least 10 other parents reported the same issue (and I'm not connected to that many other families, so I believe this issue to be widespread). Parents rely on dexcom to monitor the patient's glucose levels.